Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. Further, the provided two x-ray images were reviewed but did not contain any further information regarding the event. The stent was returned for investigation. The technical investigation revealed that the stent is severely deformed. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was chosen to treat a severely calcified lesion in a mid rca. The device got stuck in the lesion. During attempt to withdrawal the device together with guiding catheter and guide wire the stent dislodged. The stent was retrieved with a snare.